Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effects of pain and stenosis are known observed and potential patient effects as listed in the omnilink stent system, instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
This event was captured based on review of the article, "assessment of recurrent mesenteric ischemia after stenting with a pressure wire." A (B)(6) female originally presented with a (B)(6) weight loss, post-prandial abdominal pain, and evidence of severe stenosis of her superior mesenteric artery (sma) on duplex ultrasound. Physical examination revealed a non-hypertensive, slender, elderly female. She had systolic bruits in the epigastrium that did not change with her respiration and her lower extremity pulse examination was normal. The arteriogram showed a patent celiac, sma stenosis of >70%, and occluded inferior mesenteric artery (ima). The sma stenosis was treated with a balloon-expandable stent (6 mm x 19 mm omnilink). Her post-prandial pain resolved and she gained weight. Nine months later she complained of mild recurrent post-prandial pain without weight loss. She felt like "her stent wasn't working." Repeat arteriography showed in-stent restenosis that was difficult to quantify angiographically but was studied hemodynamically with a 0.014 non-abbott pressure wire. The initial systolic pressure gradient measured was unimpressive; however, it was significantly enhanced with the addition of 30 mc of intra-arterial papaverine. Papaverine caused significant vasodilation simulation the post-prandial state and established the clinical significance. The sma was restented with a covered stent (non-abbott 5 mm x 18 mm) then post-dilated to 6 mm. She had resolution of her symptoms once again and follow-up duplex ultrasound showed mildly elevated flow velocity in the sma. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.